Event description:
It was reported that oversensing crosstalk was noted on the device via review of remote transmission. Changes were made to resolve the oversensing. The patient was in stable condition with no adverse events.